Event description:
Spontaneous. Patient reported defective medication. Per patient when she attempted to spike 2 of her treprostinil 5mg/ml (dose 117 ng/kg/min) vials, the mini spike pushed the grey stopper down and into her medication vial. Pt (patient) reports that she has the vials and the spikes available to return. Expiration dates not provided at this time as pt (patient) was at work. Lot number for mini spike unavailable at this time as pt (patient) was at work. Pt (patient) reports still having 7 days on hand of medication. Pt (patient) reports no interruption in treatment due to this product complaint. No adverse events reported. No additional details/dates available at time of submission. Reported to (B)(6) by: patient/caregiver. Reference report: mw5118254.